Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing lead impedance was less than 200 ohms. The lead remains implanted. During a follow-up visit one month later, the device was able to detect vf appropriately. Therefore, no changes were made.